Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 2:45 am on (B)(6) 2016 an infusion of precedex 400mcg/100ml was started at a rate of 6.03ml/hr with a vtbi of 80 ml. At 5:31 am, the device was channeled off. The volume recorded as being infused during this time frame was 16.658ml. The starting volume of the fluid container cannot be determined through device logs. There were no alarms prior to the device being channeled off. After the device was channeled off, the infusion was restored several times but not started. Functional testing found the pump module to be delivering fluid within specification. Inspection and testing of the primary set showed no anomalies or leaks. The root cause of the reported event was not identified.

Event description:
The customer reported that a 100 ml precedex infusion was initiated at approximately 2:45 am at an intended rate of 6.03 ml/hr but at 5:30 am the vial was empty. The patient was bradycardic and hypotensive for several hours but experienced no lasting harm.